Manufacturer narrative:
The lens remains implanted. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint was received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A report was received from a female patient that after implantation of a zcb00 25.5 diopter intraocular lens (iol) into her left eye, when she looks straight ahead, everything looks blurry. Her peripheral vision is very cloudy and she can almost not see peripherally. She said that her doctor told her that he might be able to use a laser to clear it up and keep the existing lens. Someone else at the same facility told her that she may need a new surgery and implant a different lens. No further information provided.

Manufacturer narrative:
Additional information was received and it was learned that the patient desired mono vision correction with this operative eye set for near vision, and that goal was met. Furthermore, the patient noticed the blurry vision at distance at day 1 postoperatively, as expected since the iol was for near vision. Patient was j1+ at near on day 1. There is no plan to explant and patient has excellent uncorrected near vision. Future plan may include glasses, contact lens, or other modality to correct her distance with the likelihood of reducing her near vision. (B)(6). Corrected data: in the initial MDR this date was populated with the implant date (B)(6) 2016, however through the additional information received, it was learned the patient noticed blurry vision at one day post-op (B)(6) 2016. This date has now been entered in the date of event field. All pertinent information available to the manufacturer has been submitted.